Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor also, unable to perform excessive no delivery test or occlusion test due to prime anomaly. However, the insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump had corroded battery tube and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed motor error alarms. Customer's blood glucose was 422 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.